Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014'' guidewire appeared to be outside of the vessel lumen on an angiogram. The procedure was completed with no further complications.

Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014'' guidewire appeared to be outside of the vessel lumen on an angiogram. The procedure was completed with no further complications.